Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned for investigation. Upon reviewing the data logs, no problems were found with the pump, and it is apparent that the console was the potential cause of the issue.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 69-year-old male patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The complainant reported that shortly after the insertion of the rp, the placement signal became unreliable and disappeared. Medical staff believed this to be likely positional, as the inlet was angled into the right atrium and may be occluding the pressure differential sensor. The flow and impella were working correctly. The patient remains on impella support.